Event description:
It was reported that an error code 3 was indicated during demonstration at a hospital. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
The hand piece was returned with loose mount and the nose cone cracked. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.